Manufacturer narrative:
The customer reported that the system had poor vacuum during phaco. There was no patient harm. The company representative examined the system and no problems were found. The handpiece was checked and exhibited no issues. The system was then tested and met all product specifications. The company representative determined that the vacuum issue is not attributed to the handpiece or the system, but rather due to the phaco tip. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the phacoemulsification portion of a cataract extraction with intraocular lens implant procedure the vacuum was poor and the tip would get clogged. The surgery was completed using the same handpiece and tip. There was no harm to the patient.